Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during deployment of an 8mm x 60mm smart vascular self-expanding stent (ses) in the subclavian artery, the stent appeared to be too soft and became compressed and deformed, resulting in stenosis of the left subclavian artery due to stent deformation. The physician performed emergency management and re-dilated the stenotic segment with an unknown balloon followed by implantation of an additional non-cordis stent. This was during a thoracic endovascular aortic repair for a penetrating thoracic aortic ulcer. The target vessel was severely calcified and tortuous, with an acute angle. The device was stored and prepared according to the instructions for use (IFU). The smart control locking pin was in place during advancement toward the lesion and was removed before stent deployment. The stent delivery system (sds) was advanced past the lesion and withdrawn back into the lesion prior to deployment. The handle of the delivery system was held flat and straight outside the patient. No unusual force was applied during stent deployment. Additional details were requested but were unknown. The device will not be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa. A product history record (phr) review of lot 18478636 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event ¿stent - incomplete expansion¿ could not be verified as the device was not returned for evaluation and no procedural imaging was provided. Without the return of the device for analysis, a clinical relationship between the event and the device cannot be established. As a result, the underlying cause cannot be determined. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of an 8mm x 60mm smart vascular self-expanding stent (ses) in the subclavian artery, the stent appeared to be too soft and became compressed and deformed, resulting in stenosis of the left subclavian artery due to stent deformation. The physician performed emergency management and re-dilated the stenotic segment with an unknown balloon followed by implantation of an additional non-cordis stent. This was during a thoracic endovascular aortic repair for a penetrating thoracic aortic ulcer. The target vessel was severely calcified and tortuous, with an acute angle. The device was stored and prepared according to the instructions for use (IFU). The smart control locking pin was in place during advancement toward the lesion and was removed before stent deployment. The stent delivery system (sds) was advanced past the lesion and withdrawn back into the lesion prior to deployment. The handle of the delivery system was held flat and straight outside the patient. No unusual force was applied during stent deployment. Additional details were requested but were unknown. The device will not be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa.